Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: b4: date of this report b5: describe event or problem g4: date received by manufacturer g7: type of report, follow-up number h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: event problem and evaluation codes h10: additional narrative two certain gold-tite hexed screws (iunihg x 2) were returned for investigation. Visual evaluation of the as returned products identified signs of wear due to usage. Additionally, the head of one screw was fractured off and the other was bent. Functional testing could not be performed due to the nature of the devices and events. Device history record (DHR) review could not be performed as the lot number associated with the reported devices was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. A year-long complaint history review by item number (iunihg) was performed for similar events and no complaint about nonconforming products was identified. Therefore, based on the available information, device malfunction did occur with both screws and the reported fracture event was confirmed. However, the reported loosening event could not be verified as the exact details of event were non verifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown/not provided additional device information unknown/not provided. Email address was not provided. Device manufacturer date unknown/not provided.

Event description:
It was reported that the screw at tooth site 9 was removed because it was loose.